Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01134, 3005168196-2017-01135, 3005168196-2017-01137.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using ruby coils. During the procedure, while attempting to advance three ruby coils through a non-penumbra microcatheter, the physician did not mention resistance; however, the ruby coils pusher assemblies became kinked. Therefore, the ruby coils were removed. While advancing a new ruby coil through the same microcatheter, the physician experienced resistance and decided to withdraw the coil. However, upon retraction, the ruby coil unintentionally detached from the pusher assembly in the hepatic artery. The procedure was then completed using additional ruby coils and non-penumbra coils. There was no report of an adverse effect to the patient.